Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference svn: (B)(4).

Event description:
Customer called to report multiple sensor issues on the insulin pump. Customer's blood glucose reading was 46 mg/dl. However, customer stated that the insulin pump did not alarmed threshold suspend for the low blood glucose levels. Troubleshooting was done for sensor issues. Nothing further reported.